Manufacturer narrative:
The unit was received with blank display due to corroded electronic assemblies. The unit was also received with a corroded motor home switch and corroded keypad traces. The following physical damage was noted: cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he was in a boating accident yesterday and the insulin pump was submerged in the water. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the insulin pump went blank immediately after the fluid exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.